Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device cone sleeve got hot, had a broken bearing, and an unknown liquid was found inside unit. It was further determined that the device failed pretest for cannulation- will not insert into unit, self-holding, smooth running, clamping range, gripping power and function- grinding noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the quick coupling device made funny sounds and the tip was getting hot. It was not reported if the device was used in surgery. There was no human patient involvement as this device is intended for veterinary use only. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.